Manufacturer narrative:
Concomitant medical product: 1258t86 st jude lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use and no patient complications have been reported as a result of this event.